Event description:
Complainant alleged that the medics were treating a pt (age and gender unknown), who had coded. The medics applied the pads to the pt. The medics attempted to shock the pt at 200 joules, using stad pads multi-function electrodes with the device, but the unit did not discharge. It is unknown if there was an error message displayed on the device screen. The medics then defibrillated the pt with the device paddles, once at 200 joules and a second time at 300 joules. The pt then presented a ventricular fibrillation heart rhythm, but then reverted to an asystole heart rhythm. The medics then paced the pt using the same electrodes. The pt then presented a ventricular fibrillation heart rhythm. The medics then shocked the pt at 360 joules, again using the same electrodes. The medics continued to defibrillate the pt without any further problems. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The complainant reported that the pt had dry skin and that the "crew's assessment at the time of the incident was that the pt's skin condition precluded the multifunction pads from making good contact." The complainant indicated that chest compressions were applied to the pt subsequent to the pads being applied. The complainant was unable to supply the lot number of the stat pad multi-function electrodes that were used in the event, as the electrode packaging was inadvertently discarded subsequent to the event.